Event description:
It was reported that a malfunction alarm occurred with a specific code displayed. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the customer understood and acknowledged.